Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that while delivering demand mode pacing, unexpected pacer spikes were delivered. There was no adverse impact to the involved pt.